Event description:
It was reported that the patient fell down several times and the healthcare provider (hcp) had to ¿readjust some wires or leads or something.¿ the reporter was not sure what date the patient first fell or when she was reprogrammed by the hcp. The reporter did not believe the therapy was helping with the patient¿s symptoms. At the last hcp visit, about a month ago, the hcp prescribed a medication and told the patient a manufacturer representative might be able to come reprogram her at the next visit. With assistance the reporter was able to see that the implant was on and on program 4 at 0.9 volts. The reporter was able to turn it off and back on normally. No clear interventions or patient outcome were reported, so additional information was requested. If additional information is received a supplemental report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 3093-28, lot# v896640, implanted: (B)(6) 2012, product type: lead; product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).